Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient turned the device off and when they went to turn it back on, the stimulation was much stronger than it was before. The patient mentioned that it used to normally be at 3v, but now they squeal at 1.1v. The patient reported that they had broken their neck and were paralyzed on their right side 3.5 years ago prior to the implant of the scs system. The patient reported that their shoulder has subluxation dislocation due to the paralysis and reported that after they were programmed the first time, their shoulder is no longer dislocated. The patient also reported that they were regaining feeling in their vocal cord, which was also paralyzed. The patient reported that their coloring was also coming back on both sides. The patient reported that they feel stimulation all over their body. No further complications are anticipated.